Event description:
Information was received that the cadd legacy pump alarms for high pressure with no kinks or clamped tubing. Diagnosis or reason for use: pah. Dose or amount: 38 ng/kg/min, frequency: continuous, route: IV. Dates of use: from 2014 to ongoing. No reported adverse effects.